Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was no damage to the packaging carton. The trivantage tube was inside the pouch taped with surgical tape when returned. The harness was not wrapped in paper tape. There was a biological contamination inside the pouch and the cuff. There was no scratches or bubbles on the pad or the silver trace. There was a presence of liquid inside the tube when returned. Functionally, syringe was used to inflate 15cc of the air into the cuff and the cuff deflated immediately. There was a puncture located on the cuff in alignment with the murphy eye (the size of the puncture measured approximately 0.1045 inches). Electrically, for additional analysis resistance from end to end shall be less than 200 ohms, and the actual measurements were 19.9 ohms (red), 36.9 ohms (red with white stripe), 57.0 ohms (blue) and 48.6 ohms (blue with white stripe). In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy, when the anesthetist inserted the endotracheal tube into the patient's body, he found that the cuff would leak confirming that the endotracheal tube couldn't be fixed. The anesthetist tried to reflate the cuff but useless. Finally, the anesthetist changed a new endotracheal tube. The leak was identified during intubation while establishing the airway as air leaking sound heard. There was a delay of 10 minutes. There was no patient impact.